Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for analysis for any unusual activity or alarms. The patient reported with proximal driveline degradation and exposed wires. No alarms were reported. Abdominal x-rays were performed, and there did not appear to have a driveline fracture or internal damage. It appeared that were no electrical conductor issue seen in the log file. The driveline tear was just cosmetic, and rescue tape was applied to the driveine outer jacket tears. The log files captured routine events, there were no notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Per the site, the patient was admitted for bleeding/bacteremia, with a plan for discharge to home on intravenous antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed the reported pump cable damage; however, a specific cause for this damage could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of infection and bleeding could not be conclusively established through this evaluation. The submitted photographs captured damage to the pump cable outer jacket and underlying armor layer in multiple locations. The insulation of multiple wires could be seen through the clear bionate layer at a damaged location adjacent to the pump cable inline connector bend relief. Additionally, damage and discoloration of the pump cable inline connector bend relief was observed. Review of the submitted log files revealed no notable events or alarms. The captured events and data did not indicate any functional issues with the driveline. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, "introduction", lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Chapter 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This chapter also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, this chapter cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline" and notes that damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this chapter also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The patient handbook also contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The date of admission was 10oct2025 and date of discharge was 31oct2025. The source of bleeding was rectus muscle hematoma and lvad driveline hematoma. The source of bacteremia was driveline. Culture identified was pseudomonas aeruginosa abnormal. The infection was treated with intravenous (IV) antibiotics cefepime q8hr. Plan of care was ongoing IV antibiotics.